Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was implanted to stimulate the patient's dead radial nerve in his upper left arm. As a result, he has enjoyed pain free existence since 1999. The patient has been informed that the lead has twisted and was broken which caused the stimulation to stop. The patient was dominantly left handed, his hand is so heavy and discomfort is an understatement without stimulation. There was a return of pain.